Manufacturer narrative:
The explanted device was not returned for testing and efforts to obtain addtional event details were unsuccessful. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Event description:
-----

Manufacturer narrative:
Additional information was received confirming that a pocket revision did occur, however, this device was not explanted and remains active in this patient. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this device was explanted two weeks post implant due to an unspecified reason. No additional adverse patient effects were reported.

Manufacturer narrative:
-----